Event description:
On (B)(6) 2022, I took a massive tissue removal operation, by, dr (B)(6), (B)(6) from velopharynx /soft palate that was done by a non authorized medical device or diode laser instrument of 8 watts at around 1040 joules under general anesthesia IV. I found out the manufacturer does not approve a diode laser instrument for soft palatal surgery for tissue removal or a uvulopalatopharyngoplasty, or up3, or palatal stiffening operation by the FDA for lesion size (mm) or spot sze (mm) and the number and surgical location of these areas in and around the midline the submucosa of the soft palate and sub passes bilateral to the midline of the soft palate to prevent muscle damage. The soft palate is approximately 40 mm in length, contains the palatopharyngeus muscle chain [one of 4 critical muscle chains, paired muscles of the soft palate, or the arches and ridges in the lateral pharyngeal wall, antagonist to the levator and veli palatine muscles, palatopharyngeus, and palatoglossus] at the midline occupies up to 36.5% and palatoglossus occupies around 30%. My diode laser lesion uppp operation from dr. (B)(6) definitely removed a portion of my palatopharyngeus and/or palatoglossus muscle chains inflicting a 17.9 mm lesion that dissolved this area of soft palate tissue [maximum soft palate tissue removal is, 11 mm vs 17.9 mm, with no safety factor] after a review, the FDA has approved contact diode lasers, by the OEM manufacturer for the below, but not snoring (soft palate stiffening) or sleep apnea soft palate obstruction operations (up3), and/or dr. (B)(6) attached palatal stiffening operation. The diode laser by the FDA is approved for hair reduction, dental surgery, and cosmetic surgery but not pharynx soft palate surgery in any way or form or basis. Hair reduction, dental surgery, cosmetic surgery dr (B)(6), (B)(6), did not disclose that a non-FDA approved medical device is present on his palatal stiffening operation or his supposedly, or palatal mips surgery, on the informed consent form by the FDA, and, he did not and does not on my informed consent [the palatal stiffening called out that is a up3 operation at 17.9mm, on the attached informed consent is not FDA authorized approval or approved by diode laser manufacturer for pharynx , soft palate tissue removal or tissue stiffening operations, or what dr (B)(6) elicits as his diode laser operation on the informed consent of the soft palate operation and his internet site that should state that the diode laser is not an approved or authorized device for sleep apnea pharynx surgery, and he, most likely does not disclose the FDA required language for non-FDA approved devices for any and all patients, or on his internet site. His internet site would need to define, the mips or his soft palate operation is not an approved by the FDA by the contact diode laser on any and all of his business communications. To the patients. The informed consent form and business internet communications to the patient would include the following required non-FDA device required disclosed language on the informed consent. A statement that the patient does not have an FDA-approved alternative treatment for soft palate obstruction or snoring surgery or treatment, by the contact diode laser of 8w; a statement that the contact diode laser device of 8w, is investigational and not approved by the FDA for soft palate obstruction or snoring surgery or treatment; a statement that the contact diode laser device of 8w treatment is experimental and will only proceed with FDA authorization for soft palate obstruction or snoring surgery or treatment; a statement that the participation is voluntary. None of this information is present on and all of dr. (B)(6) communications for use of the laser contact diode laser for soft palate surgery. The contact diode laser collapsed my soft palate , by concentric collapse and added lateral pharyngeal side wall collapse. This operation is not clinically researched or no known thermal coagulation or tissue consumption time of the life cycle as a result of the irradiation process and lesion or spot size or configuration location in the soft palate area by the contact diode laser. Being not FDA approved or authorized for this operation is a root cause of non safe operations. The maximum soft palate tissue removal is, 11 mm vs 17.9 mm laser contact diode lesion that dr (B)(6) removed, with a safety factor, for human soft palates of 40 mm areas, lengths, if there is greater then 50% retropalatal narrowing. The excessive soft palate tissue removal of 17.9 mm, removed a portion of the palatopharyngeus and/or palatoglossus muscle chains combined a full transected uvula or no preservation root of the uvula /soft palate further damaged the levator and veli palatine muscles by dr (B)(6) operation where he generated no pre or post operation imaging or cat scans as documented as photo, by his medical records of [(B)(4)]. Dr. (B)(6) lack or falsified knowledge by no clinical research results in a very high risk out of control surgery but at a high profit margin for dr. (B)(6) of a (B)(6)/min for three minutes. I would request to shut down dr. (B)(6) mips operation and enforce he complies with the FDA approval and authorization process on his website and his surgery paperwork prior to performing any more surgeries. He actually advertises an 85% efficacy and not an experimental operation while no insurance will even cover it. He actually submitted this operation with other operations to acquire free facility and anesthesia IV costs. Again, dr (B)(6) is frauding the public safety and health using a non submitted, approved, or authorized diode laser instrument. Shut him down until he complies.